Event description:
An operating room manager reported that during an intraocular lens (iol) implant procedure, the haptic was noted to be irregular and it punctured the posterior capsule. The lens was removed and a vitrectomy performed. In a follow up, the surgeon reported that the irregular edge was noted on the leading haptic during insertion. The surgery up to that point had been uneventful and the posterior capsule was intact during viscoelastic injection. After the iol was inserted, the posterior capsule tear was noted in the area of the leading haptic. An anterior vitrectomy was performed and the iol was removed through an enlarged incision. A suture was used to close the incision. The surgeon reported a sulcus lens was placed following removal of the other lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Unable to review lot and batch records for the cartridge because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the surgeon states the use of an unapproved viscoelastic. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013. (B)(4).